Manufacturer narrative:
Investigation summary: no samples or photos were provided by the customer for investigation. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of plunger movement difficult for lot #8334598 item #305617. A device history record (DHR) review was performed on the columbus batch (8298822) associated with the nogales batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
Material no.: 305617, batch no.: 8334598. It was reported that during use of the syringe 20ml ll tip conv pak the syringe is difficult to use due to the resistance of being able to push down the piston. The following information was provided by the initial reporter: verbatim: the syringe is difficult to use due to the resistance of being able to push down the piston.